Event description:
The customer's visiting nurse reported customer was not able to test his blood glucose due to unknown malfunction with their medisense optium meter. Customer's visiting nurse also reported customer experienced symptoms of hypoglycemia, dizziness, lightheaded, tremor, falling and injured herself. Customer was taken to medical center where she was diagnosed with severe hypoglycemia then transferred to a rehabilitation center afterward. The treatment at the hospital is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up will be filed once investigation results are available.